Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on and the geometry movement (c arm and table) was not available. Upon functional testing, the fse found that the geometry ipc was defective. The fse replaced the geometry ipc, downloaded ipc os/app and reloaded software. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura the system is unable to power on. The device was not in clinical use. No harm to user or patient was reported. Philips has started an investigation of the complaint.